Event description:
Mom reports that she found pt with the cover of the tpn tubing filter in his mouth. The covering is a thin, clear plastic and is not permanently attached to the filter. Mom removed plastic covering from pt's mouth and he had no ill effects. Event reported to infusion manager who investigated the product further. Phs nurse instructed mom to tape the plastic shield in place for now. This product will be replaced within the next few weeks, as it was only a temporary fix to a tubing shortage. Infusion nurse manager took out another filter from the tubing set and the filter cover popped off very easily. This tubing set and filter was a temporary supply as the tubing and filter we typically use for tpn was on backorder by the MFR. They have cleared the backorder, so we will go back to what we were using before. Warehouse pulled all of the remaining sets.